Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma, wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) ear-old caucasian female patient underwent a revision breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative right-sided implant site himatoma and wound infection . The hematoma was complicated by the infection, and hematoma drain was performed to avoid further complication. The diagnosis was confirmed by a healthcare professional. The patient stated that she was hospitalized for 18 days for the infection and hematoma. As a result, the patient underwent removal without replacement on (B)(6) 2020. The patient is planning to undergo an implantation surgery sometime in the future.